Event description:
During testing at the user facility, the device did not pass the touchscreen test. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No info was provided, therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device did not pass the touchscreen testing as some keys did not respond. This was due to a bad touchscreen display assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.